Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 1 months due to moderate to severe central regurgitation and mild stenosis. The patient reports progressive fatigue. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient was discharged pod#1.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Although the product was not returned and there is an allegation (team indicated early failure), regurgitation after an implant duration of 2 years is most likely related to patient factors based on the condition of the patient and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. For this event the most likely cause is patient factors, including coronary artery disease (cad), history of coronary artery bypass graft (CABG) and hyperlipidemia (hld).

Event description:
Through implant patient registry it was learned that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 1 months due to unknown reason. The tmvr was performed with a 29mm 9600tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.